Manufacturer narrative:
A portion of the percutaneous lead (lead) that was removed during the repair was returned to the manufacturer for evaluation. The report of alarms and pump stoppages was confirmed based on the evaluation. Examination of the lead found silicone tape applied to the connector bend relief, covering a pin-sized hole. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the driveline cable found small punctures in opposite sides of the clear bionate diameter. The holes were adjacent to the observed pin-hole in the connector bend relief and the placement of the tears appeared consistent with the reported application of a clamp. Examination of the underlying wires found a tear in the black wire insulation and the inner conductors were exposed. The insulation around the tear showed impressions from the braided shield, indicating that the shield had been pressed into the insulation. The orange wire on the opposite side of the cable diameter also showed insulation damage. The insulation appeared crushed and torn, but the inner conductors were not exposed. The remaining wires appeared unremarkable. The exposed conductors of the black wire would have allowed an electrical short to ground while the system was operating on the power module. The short would have caused the driveline disconnected alarms and pump stoppages captured on the submitted system controller log file. The observed wire damage appeared to be the result of mechanical damage, which is consistent with the report of a clamp being applied to the area adjacent to the metal connector. A photograph provided of the clamp showed at least one side was narrow and sharp, which could have caused the pin-hole through the connector bend relief. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 0 days. (Time of implant). The patient remains ongoing with the device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while the patient was in the operating room, an audible and visual driveline disconnected alarm was observed on the system controller display screen. It was noted that the patient's percutaneous lead (lead) was not disconnected when the alarms were observed; however, during this time the patient's lead was clamped using a surgical equipment (towel clamp). It was also noted that a small hole in the lead, near the area where the driveline makes the connection to the system controller was observed. The alarm stopped after the clamp was removed. An on-site review of x-rays of the suspect area were examined and was found to be unremarkable. Review of the data log file indicated that the lead data appeared normal before and after the application of the towel clamp. During application of the towel clamp of approximately 3 minutes, the log file does show some drift on the one of the driveline phases. The clamp did puncture the silastic jacket near the lead controller connector. The physician requested that this section of the lead be replaced once the patient is more stable. The patient appeared to be doing well during the event. On 12/07/2015, the technical service team performed a lead replacement. The removed section of the lead will be returned to the manufacturer for evaluation. The patient is to be discharged on (B)(6) 2015.